Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed with particulate matter inside the balloon. The device was filled with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured august 28, 2014 - september 3, 2014. The device was received for evaluation. A visual inspection revealed a white particle approximately 1.94 mm in length floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.